Manufacturer narrative:
The device was returned for evaluation. The analysis indicated that the customer complaint could not be confirmed. The device does not reach temperature limit within 5 minutes. The device has been successfully tested. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation was not performed; the device was not returned for analysis.

Event description:
The customer reported that the device heats up during use. There was no user/patient impact or injury.